Event description:
Evd catheter inserted (B)(6) 2014 for treatment of icn after mva. On (B)(6) 2014: evd removed. On (B)(6) 2014: pt had altered mental status. Lumbar puncture with csf specimen obtained. On (B)(6) 2014: csf culture grew serratia marcesens.